Manufacturer narrative:
Section h clinical signs and symptoms codes was changed to e0506 vascular system hemorrhage/bleeding. F2301 - additional device required was added to section h health effects ¿ health impact codes.

Manufacturer narrative:
Correction: the device was not returned for analysis. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Correction: the device was not returned for analysis. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, this complaint describes an experienced (B)(6) year old male end-user, who after catheterizing with speedicath flex coudé pro experienced bleeding and an urinary tract infection (uti). The end-user was hospitalized for a couple of days, where a foley catheter was placed for 4 days. In addition, the end-user was given antibiotics for 7 days to treat the uti. The end-user had used speedicath flex coudé pro for a couple of years. The end-user states that he did not notice anything sharp or unusual with the catheters, but he was more forceful than normal. The medical doctor stated that he had caused a small cut/wound on his prostate and irritated it. The cut was also stated to have contributed to the uti. The end-user had the foley catheter removed and is interested in continuing to catheterize with another coloplast catheter. The uti cleared up after the antibiotic treatment. No further information was provided.